Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 68 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock and an outside of hospital cardiac arrest. The underlying medical history was not shared. The patient developed a hematoma at the cp access site. They applied a manual hold and then transported the patient on pump to the tertiary center. When admitted to the tertiary center the site re-bleeding occurred. Again, pressure was held, the suture tightened, and pump was explanted with the hematoma being expressed. The team closed the site with 3 perclose and hemostasis was achieved. On fluoro, there was no extravasation and the hematoma/bleeding resolved with 2 perclose and manual pressure. There was no drop-in hemoglobin labs. The team made the decision to replace the cp with an axillary access site placed 5.5 pump. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient transport may have contributed to the bleed. Patient survived and was on the 5.5 for support till wean and explant after 5 days.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.